Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were checking impedances prior to an MRI and ¿50% of the patient¿s electrodes were showing over 4,000 ohms.¿ the implant was turned off for the MRI and there were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that they had no idea why there were impedance issues as they were not a part of the trial or implant. The rep noted the patient had never had the implant on since the time of implant. The rep noted they asked the patient to call them after their scan to discuss further options. No further complications were reported.